Event description:
A pt experienced a seroma, in which 26cc of fluid was aspirated from the pump pocket. The pt presented no other signs or symptoms. The pump contained fentanyl, bupivacaine, clonidine, and baclofen. The baclofen concentration was noted as 1000 mcg/ml. The dose rates of the baclofen were as follows: a 801.2 mcg/day, 999.3 mcg/day, and 6.7 mcg/day. It was confirmed that the drug being delivered by the pump was compounded baclofen. It was noted that the pt outcome on (B)(6) 2010 was resolved without sequelae. See also MFR's report # 3007566237-2010-06647, which notes compounded baclofen in pump explanted on (B)(6) 2010.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).